Manufacturer narrative:
The device was deployed under normal use conditions and is believed to have functioned in a normal intended manner. The device is single use and has not been returned as it was discarded after the procedure. The implant appears to have been successfully delivered. In addition, urinary tract infection is listed in the IFU as a possible adverse event.

Event description:
On may 22, 2018, neotract was informed of a patient who developed a urinary tract infection. The patient is a subject in the (B)(6) study, sponsored by neotract, which enrolled patients with acute urinary retention. The patient did not have a history of urinary tract infection and his urinalysis at baseline was within the expected range for a catheterized patient. Urine culture was not performed. The patient was treated with the urolift system on (B)(6) 2018 and was given prophylactic antibiotic therapy with gentamicin at procedure induction. On (B)(6) 2018, he developed a urinary tract infection with proteus mirabilis and was admitted to the hospital. He was treated only with IV antibiotics. The infection resolved and he was discharged on (B)(6) 2018.